Event description:
During a follow-up visit on (B)(6) 2013, episodes of non-sustained vf episodes due to oversensing were discovered with the memory of the associated ICD (ovatio dr 6550; 735yd148)d in (B)(4). The ventricular threshold could not be measured and the r wave amplitude was 1.1-16.0mv. Lead impedance was over 900ohms and coil continuity was normal. When pressure was applied to pocket area, noise sensing could be reproduced. Normal lead measurements were evidenced during the previous follow-up visit on (B)(6) 2013. Atrium: threshold 0.5v/0.35ms, p wave amplitude 3.4mv, impedance 469ohms. Ventricule: threshold 0.5v/0.35ms, p wave amplitude 16.4mv, impedance 509ohms. Re-intervention was performed on (B)(6) /2013. Oversensing could not be reproduced, and no lead irregularity was seen via x-ray. The connector portion of the subject lead was sectioned, and returned for analysis. The physician noted that noise events recorded after (B)(6) 2013, around 15:00 were due to an electric cautery usage during the re-operation.

Manufacturer narrative:
Date (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.